Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and yellow particles in the shell. A visual and microscopic analysis was performed which identified: crease smooth opening on radius, wear abrasion and crease fold. Base on the device analysis the final assessment is: opening crease smooth on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.